Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the patient anatomy imagery revealed there was calcification, tortuosity and an undersized vessel diameter present in the access vessels. Review of the device imagery revealed the distal tip of the esheath+ was torn radially along the distal edge of the liner and stretched axially on both ends. The liner appeared expanded as designed. There were also scratches observed on the sheath shaft near the tip. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ and delivery system usage. Per the training manual, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for distal tip tear on the 14fr esheath+ was confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the event description, "during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 20 mm sapien 3 ultra resilia valve, the tip of the 14fr esheath+ was observed to be torn and was hanging on by a thread as the esheath+ was withdrawn from the patient." Per evaluation of the provided imagery, the sheath distal tip was observed to be torn radially along the distal edge of the liner and stretched axially on both ends. The failure mode is characteristic of sheath tip tear events as described in a previously performed product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, provided imagery shows the presence of access vessel tortuosity and calcification near the aortic bifurcation as well as an undersized vessel on the left side. Scratches were also observed on the distal end of the sheath shaft suggesting contact with calcification. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Tortuosity and calcification can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, tearing the tip upon advancement of the valve. In addition, sharp nodules of calcification can tear the tip through direct contact during sheath advancement. In this case, the failure mode may be related to improper expansion of the sheath tip during transcatheter heart valve (thv) advancement and/or patient factors (tortuosity, calcification and undersized vessel) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed for this type of event. Further assessment revealed the control limits have not been exceeded. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device was discarded.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 20 mm sapien 3 ultra resilia valve, the tip of the 14fr esheath+ was observed to be torn and was hanging on by a thread as the esheath+ was withdrawn from the patient. There was no patient harm.